Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners have caused cuts and bleeding around their gums. Provided information for fit issues, recommended hht&t and to update with new photo.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.